Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) deflated one hour after inserting the product into the patient, the customer noticed the cuff was deflated. After removing the product, he put air in its cuff and confirmed it inflated properly. No patient injury.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1- product problem.

Manufacturer narrative:
Other, other text: investigation completed on a smith medical tracheostomy/pvc - portex tubes blue line classic pictures of four received. The cuff of the returned sample was inflated using a syringe with air in order to detect deflation on the cuff or in the pilot balloon. Results: cuff remained completely inflated without loosing air, pilot balloon also remained completely inflated. The complaint of deflated cuff is not confirmed. Customer reported: smj#cfhj114. One (1) hour after inserting the product into the patient, the customer noticed the cuff was deflated. After removing the product, he put air in its cuff and confirmed it inflated properly. No patient injury.no root cause could be determined since the complaint was not confirmed due sample provided does not shows failure mode reported, however current process mitigation related to failure mode reported were referred.

Event description:
Investigation completed and summary in h 10.